Event description:
This event was reported as aortic valve endocarditis, aortic root abscess and suppurative material stuck to the leaflet with vegetation. The pt's native mitral was also infected with gram positive cocci. No further information was provided.